Event description:
It was reported the manufacturer representative could not program the device during surgery and the representative told the patient to call him when the patient went back to the healthcare provider (hcp) office. The patient had an appointment for (B)(6) 2014 and the patient liked to have the manufacturer representative present for reprogramming. The patient mentioned the lead wires were not low enough in the back and then corrected herself that she was calling about pain stimulation and not a pump. The patient mentioned there was not a lead wire going low enough to do what it needed to do and the manufacturer representative and hcp were aware of it and that was how it was before surgery. It was mentioned the manufacturer representative informed the patient they may need to put another lead wire in there. The hcp and representative were aware of the situation before and after surgery. Additional information received reported that on the day of the replacement, the patient had full coverage of her hip to foot on several groups. It was noted that the patient¿s existing lead and a later placed lead were placed for left leg pain. The reporter noted that the patient had no complaints of coverage not being low enough at that time and had several groups to choose from. It was noted that the patient did want coverage for newer issues in her lower back and the manufacturing representative was able to get partial coverage of it. The reporter explanted to the patient that the leads were not placed for back pain and that they may not be able to reach that spot for her. Additional information received reported that the patient never showed up their appointment on (B)(6) 2014 at 1:00. At the patient¿s appointment reprogramming was attempted to get the sacral/coccyx area without success and the patient did not have effective therapy in the very lower back. The patient had an original lead placed in the 90¿s and an additional lead placed in 2006, and reported no one had ever been able to cover that area for her. The patient did have full coverage, good relief, and effective therapy of the painful left leg. Reprogramming was discussed with the healthcare providers and it was suggested to the patient the possibility of adding peripheral nerve stimulation leads to cover the area. The patient wanted to think about it and let the healthcare provider know at her next visit. Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled on (B)(6) 2014. It was noted the patient also reported they were still having concerns with their device or therapy, but had no sought further help. It was unclear of what the patient meant. No interventions or outcome were reported regarding this event if additional information is received the event will be updated. A couple months later, it was reported that the patient was tentatively scheduled for a lead addition vs replacement vs revision; the company representative was not quite sure what the doctor was planning. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3982, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3487a-33, lot# v009141, implanted: (B)(6) 2006, product type: lead. (B)(4).